Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have an ear of the distal clevis broken off and the broken piece was not returned. The broken piece measured roughly 0.185" x 0.215" in size. The instrument was also found to have a broken conductor wire at the weld. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found at the weld during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a "broken part". There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.